Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The catheter was returned for evaluation and the proximal marker band was found to be crushed. The catheter was found leaking at the distal part of the hub; however, the cause could not be determined. The lot history record of the reported lot number showed no quality issues that might have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Prior to the procedure, it was reported the echelon catheter was found to be leaking at the third of the length of the catheter as the physician was flushing it with a 1ml syringe for preparation. A new microcatheter was tested and used to complete the procedure. No further information was available. No patient injury was reported as a result of the procedure.